Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their dxc 800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument, and identified the failure mode as a defective chloride electrode tip. The fse replaced the chloride electrode tip to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).